Event description:
A (B)(6) male pt contacted zoll customer support to report battery pack sn (B)(4) showed as charged in the charger but would not power on the monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (shows as charged but does not power on monitor) has been confirmed. As received, the battery would not charge when placed in the charger or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.